Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: after multiple attempts to retrieve device return information, no information was provided, therefore the devices will not be available for a physical evaluation. No pictures were provided. This complaint is not confirmed. It was reported that the drill bit broke during use. All fragments were removed from the patient. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
Confirmed that all fragments were removed from the patient. There was no patient impact.

Manufacturer narrative:
(B)(4)-incomplete. The lot number is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in france that during an unspecified surgical procedure, it was observed that the drill bit device was broken. It was reported that a spare one has been used to complete the procedure. There was 2/3 minute of delay in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.